Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. Patient age at time of event: (B)(6) years. Patient sex: female. Patient weight: (B)(6). Date of event to: (B)(6) 2014. Relevant tests/ lab data: "on (B)(6) 2014 at 0952, abg's with co-oximetry were drawn by a-line and the measured saturation was 80%." Other relevant history: "patient was admitted for sepsis/pneumonia. Patient was hypotensive and on three (3) vasopressors and dopamine." Updated brand name to: lncs adtx spo2 sensor. Model number: 1859 and catalog number: 1859. A concomitant device: lnc-10-ge, lncs to ge patient cable.

Event description:
It was reported that a masimo sensor was reading much higher than coox fo2hb% on a very poorly perfused patient. The sensor was discarded and that episode was attributed to the patient's very low perfusion condition and as a one off. No known impact or consequence to patient.